Event description:
The patient contacted animas on (B)(6) 2012 stating that the down arrow keypad button was intermittently unresponsive for the past three to four days and required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed the "ok" and "down " keys to be intermittently unresponsive. The keypad was intact and was removed to inspect for contamination, which was found under all key contacts. The "up" and 'down' key contacts were misaligned. Unrelated to this complaint, the display screen is faded and discolored, difficult to read. Replaced faded display with test display, which was fully functional; completed the testing with test display. Pump was also returned with a cracked battery case. Pump powered up to the verify screen with the battery cap returned with the pump.